Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It should be noted that the proglide instructions for use states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the use of only one device would not contribute to a vessel back wall stitch. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with one proglide device using the pre-close technique via a 10f sheath prior to a mitraclip interventional procedure. The sheath was upsized to a 14f and the mitraclip procedure was completed. Reportedly, the suture connected the vessel and artery together. This was noticed at the end of the mitraclip procedure during closing. Hemostasis was achieved via open intervention, the level of anesthesia was increased. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.